Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, stent would not cross the lesion. Vascular access was gained via the femoral artery. The 85% stenosed, 2.25x21mm lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad). Physician attempted to cross lesion with a 2.25x24mm taxus liberte and was not successful. Physician re-dilated the lesion and attempted to cross with another of the same device but again could not cross the lesion. Physician decided to end the procedure. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The taxus liberte stent delivery system (sds) was received in the hoop and the product pouch with accessory kit. There was contrast in the wire lumen. The balloon was tightly folded. The first three rows on the distal end of the stent were damaged and stretched. The reported difficulty crossing lesion is consistent with the distal stent damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).